Manufacturer narrative:
Correction: d9. Yes, returned to manufacturer: 12/15/2025. H3. Yes. H6. Type of investigation: 10, 3331. Investigation conclusions: 61. Device evaluation: visual inspection confirms the event. Visual inspection confirms the distal t25 hexalobe has sheared off of the driver. No damage to the distal threads or sleeve is observed. The failure of the hexalobe tip is consistent with excessive/eccentric loading on the tip of the driver, likely seen from inserting or removing a screw.

Manufacturer narrative:
The device did not return for evaluation. A photograph was provided which confirms the event of the tip breaking off. Review of device history records showed no manufacturing or processing related irregularities. Based on the information provided, the root cause could not be determined. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.

Event description:
It was reported that the tip of the driver broke off when inserting a 8.5mm screw into sclerotic bone. The tip was retrieved.